Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer did not recall the blood glucose reading nor the sensor glucose reading, but she stated that there was a large discrepancy between the numbers. She declined troubleshooting assistance for the matter. She noted that the issue occurred 3 or 4 months prior to the call. She suspected that she may have rolled over on the sensor, possibly triggering the issue. She noted that, on another occasion, the sensor glucose reading was off by 50 units. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.